Event description:
This ra lead was implanted on (B)(6) 2001, and remains implanted at this time. A call was placed to technical services on 07/25/2016, stating that this lead exhibited intermittent af undersensing. Which is observed, on store intracardiac electrogram. Numerous atr events from (B)(6), forward until on in progress. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).